Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was failure when transferring image from the imaging system. Alternate navigation system used and image from imaging system transferred via universal serial bus (usb) so there was no need to rescan patient. No known impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, serial/lot #: unknown,  h2-3) a manufacturer representative (rep) went to the site to test the navigation system. The network cable was damaged and the patient database was 67% free. A new network cable was sourced and the patient database was cleared to 82% free. The navigation system network port was replaced. The system then performed as intended.  Codes: b01, c02, d02 g2) foreign country: australia  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.